Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be failure of the printed circuit board (cp board), as confirmed from the evaluation tab. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no output due to a faulty printed circuit board. The issue occurred during preparation for use on a diagnostic gastroscope procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.